Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) gave an "innapropriate" shock and anti-tachycardia pacing (atp) due to a sinus tachycardia which resulted in therapy exhaustion. Rhythm began in the monitor zone but gradually increased into the ventricular tachycardia (vt) zone. Atrial rate also crossed into the atrial fibrilation zone and was stable. Therapy was "initally" witheld but the rhythm identification between atrial and ventricular rates became uncorrelated and therapy was given. The patient received atp and 6 shocks. Boston scientific technical services (ts) recommends increasing vt rate zone. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again. No adverse patient effects were reported.